Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve. Air aspiration was observed when a test cryoablation catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that blood was leaking from the valve of the sheath after removal of the dilator. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.